Event description:
It was reported, the helix was broken: sensing difficulty and would not extend during attempted implant. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The inner tubing was kinked at various locations. There was a cut through the outer insulation and outer tubing overlay at 31 centimeters. Mechanical inspection to determine number of turns to extend and retract the lead could not be completed. Visual inspection noted some damage at implant.